Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated during a routine follow up. The device was also suspected to be at end of life (eol). No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. The device remains in service.